Event description:
Note: this report pertains to a spyglass ds controller and two spyscope ds used during the same procedure. It was reported to boston scientific corporation that a spyglass ds controller and two spyscope ds were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6), 2020. According to the complainant, during preparation, the physician noticed that the first spyscope ds frequently appeared black screen and could not show the image before the procedure. A second spyscope ds was used, however, the problem still occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. ***additional information (B)(6) 2020*** reportedly, the two spyscope ds ii have been used with a different spyglass ds controller and worked as intended since this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block e1 (initial reporter address 1): (B)(6) block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h6 (conclusion codes): evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The complainant was unable to report the lot number, therefore, the manufacture date and expiration date are unknown. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to a spyglass ds controller and two spyscope ds used during the same procedure. It was reported to boston scientific corporation that a spyglass ds controller and two spyscope ds were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2020. According to the complainant, during preparation, the physician noticed that the first spyscope ds frequently appeared black screen and could not show the image before the procedure. A second spyscope ds was used, however, the problem still occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.